Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: per patient's audiologist the patient was not reimplanted with a new device during surgery on (B)(6) 2012 as previously reported. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.